Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The system air leak test failed. The cause of the failure was determined due to a clogged hp1, hp2 and hp3 filter. The teach pump test passed. Pump a and pump b positions are within the specifications. The patient sensor verification check passed. An accelerated stress test (ast) was performed on the cycler and passed. A post- ast 2-hour 15-minute 8500 ml simulated treatment was performed and completed without any failures or problems. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual / no visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. A power fail recovery failed message was also reported. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. It was also reported that the safe lock adp luer lock connector came loose from the baxter solution bag during the treatment. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, but did not complete treatment until the next day. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette and connector used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.